Event description:
It was reported that surgery implanting thompson hip prosthesis was performed in 2000. Pt gradually developed pain, unstable ambulation and protrusio deformity. Revision tha was perfommed 2003, finding femoral prosthesis to be loose, with area over lateral cortex fractured.